Event description:
During a ventricular tachycardia ablation procedure using a viewflex xtra ice catheter, the tip of the catheter was fractured. The viewflex xtra ice catheter was inserted into the right atrium via a non-sjm 9f introducer. After approximately 5-10 minutes, the physician removed the catheter due to issues with catheter manipulation and image quality. Upon removal, a fracture was noted on the tip of the catheter. There were no adverse consequences to the patient.